Event description:
Healthcare professional reported "deflation." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jun/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6b, g1, h6.

Event description:
Healthcare professional reported "deflation." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation." This record is for the right side. Device remains implanted.